Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hand assisted laparoscopic donor nephrectomy, the powered stapler did not fire as expected, leaving the renal vein bleeding. There was a poor staple formation and the staple line was incomplete. It took about an hour to close the vein using 2 hemolock and sutures.